Event description:
It was reported that the pla320400 / 22903558 was returned to tilburg warehouse for further processing.

Manufacturer narrative:
H6, component code: added code 515. B5, event description: updated part of event description. H6, medical device problem code: replaced code 4001 with code 2616. H6, investigation conclusions: replaced code 67 with code 4315.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Communication with the source indicated there was no product malfunction.

Event description:
It was reported that on (B)(6) 2021, this patient had been scheduled to undergo a percutaneous replacement of the superior vena cava with the help of three gore® excluder® aortic extender components outside the instructions for use. During the procedure, a gore® excluder® aortic extender component pla320400 / 22903558 was deployed and had gone into the right ventricle of the heart. The pla component was subsequently retrieved from the ventricle and the patient without issues. Expecting to implant the second gore® excluder® aortic extender component right after the first one, the sterile pouch of a pla320400 / 22903558 had also been opened in the meantime but not used as the procedure was considered unsuccessful with the first pla not having been implanted. The patient tolerated the procedure. The pla320400 / 22903558 was reportedly discarded at the facility. The pla320400 / 22903558 was returned to tilburg warehouse for further processing. There is no further information available.